Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. The blood glucose reading was 542 mg/dl. Customer treated with manual injection. The motor error alarm occurred during a bolus. Customer stated that the insulin pump had not been exposed to any strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, scratches on reservoir window and cracked case near display window corners noted during visual inspection.